Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the reported unraveling of the tip was confirmed with analysis of the returned device and a separation was noted in the shaping ribbon. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the balance middle-weight (bmw) guide wire was unable to cross the heavily calcified, chronic total occlusion in the left anterior descending coronary artery through the right radial access site. After removal of the bmw from the anatomy, the tip of the bmw was noted to have unraveled or come undone. Another bmw universal ii crossed the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.